Event description:
It was reported that the (2) cdh3's were used during a lower anterior resection procedure. It was reported by the rep that the surgeon attempted to use the two devices for an end-to end anastomosis. Surgeon claimed the instrument did not fire. There was no consequence to the patient.